Event description:
It was reported that during a da vinci-assisted general surgical procedure, the customer called to report the surgeon side console (ssc) clutch pedal was not working. The technical support engineer (tse) advised customer to check for obstructions blocking the pedal from working and power cycle when possible. The surgeon moved to a secondary ssc that was connected, and the site will check after the procedure. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the pedal energy footrest. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
During visual inspection, the clutch pedal came off is related to the report issue in the field. The footrest was unable installed onto a golden system (is4000) due to broken clutch pedal indicating fault on the footrest, replicating the reported event. Root cause is attributed to the footrest.